Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 300344238.

Event description:
It was reported that patient faced insertion device would not cock back into position on (B)(6) 2026. Which led to hyperglycemia and treated with bolus via pump.